Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Section h6: correction: "type of investigation required" should have been "analysis of production records".

Event description:
It was reported that during a twelve month follow up in clinic, it was observed that inappropriate anti tachycardia shock therapy had been delivered but there was no abnormal rhythm observed. Programming changes were made, and no further treatment was required. The issue was resolved with no patient consequences.